Event description:
It was reported that the customer was hospitalized for one week prior to the call due to diabetic ketoacidosis, and she was wearing the insulin pump when admitted. The customer reported, however, that she did not begin using the sensor until after the hospitalization. The customer called to report several alarms related to sensor errors, lost sensor signal and calibration errors. The blood glucose reading was 142 mg/dl at the time of the call. The sensor was significantly bent upon removal, likely due to insertion of the sensor into the leg. Advised that sensors are recommended for abdomen use and not approved for use in the leg. The customer stated she will move the next sensor to her abdomen and monitor for improvement. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. Please see medwatch report # 3004209178-2014-86280.